Event description:
This pump was programmed to infuse 5fu in the continuous mode over 96 hours. At the end of that time frame the pump said that 185.8 had been infused but there was still 105ml of medication remaining in the bag. Based on the amount left in the bag the facility reported that the pt only received 80.8ml. The facility reported that there was no adverse pt outcome or medical intervention needed. The pt's chemotherapy was restarted by the doctor using a different device. The facility's rep was unable to provide any additional details regarding the pt's demographics and the device programming.